Event description:
It was reported that the right atrial (ra) lead ¿came loose¿ and dislodged on the day of implant. The ra lead was later revised and remains in use. No patient complications have been reported as a result of this event.